Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during routine preventative maintenance, the centrimag motor was found to have a bad kink in the cable. No further information was provided.

Manufacturer narrative:
Device evaluation: the returned centrimag motor was evaluated and tested by tech service under work order # (B)(4). During their evaluation they observed kinking in the motor's cable. The defective motor was scrapped. Although the root cause of the kink in the cable could not be conclusively determined, it appeared to be a result of repetitive bending or twisting of the cable during use. No customer related complaints were reported for this device. This issue was observed during routing preventative maintenance of the rental motor. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.